Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The forceps passage/bx channel had an internal cut/damage and was leaking. In addition, the glue was peeling/cracked on the cover. The rubber on the probe was chipped but did not affect the function. The scope connector, ultrasound connector, and insulation had fluid invasion. There were broken elements (28-41) on the ultrasound image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was a leak at the distal tip of the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. No patient harm reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. All specifications were met. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined possible causes are likely to be due to aging of the equipment or due to external excessive force or re-use due to long-term use. The following is stated in the instructions for use to help detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."